Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the unit did not deliver flow/volume/pressure. It was also found that the pump did not turn over the ventilator failed the circuit check test and then turned off by itself. The ventilator was not in use on a patient at the time the malfunction occurred.